Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen has become unresponsive. Reportedly, the pump had been exposed to water for a couple of hours prior to the touchscreen becoming unresponsive. Customer had elevated blood glucose levels in the 200 mg/dl range. Customer obtained back up manual injections from their health care professional to stabilize blood glucose levels and for continued insulin therapy.